Event description:
The lay user/patient contacted lfs on 08/24/2009 alleging a battery indicator on their one touch ultra easy meter. The patient mentioned that on the evening of the event day in 2009, she was unable to test her blood glucose due to the meter displaying a battery icon. The patient continued to take her diabetes medication on a regular basis. The following morning, she replaced the battery and the meter still reportedly displayed the battery icon. In the night around 9:05 pm (45 minutes after she ate dinner) the patient allegedly developed symptoms suggestive of hypoglycemia (trembling, weakness and perspiration). She then ate rusks with jam and drank orange juice and went to sleep before feeling better. The patient did not seek any further medical attention or contact her physician for assistance. The patient did not test on another device. Meter was replaced. The complaint is being reported since the patient alleged she was unable to test due to the battery indicator for two days and later developed symptoms suggestive of hypoglycemia and had to self-treat herself with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.